Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during the collection. Based on the signals, it cannot be ruled out that this disruption may have been due to an occlusion or air block in the platelet line within the centrifuge that disrupted the steady state of the system. Additionally, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, d.4, h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found one other report for similar issues on this lot. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during the collection. Based on the signals, it cannot be ruled out that this disruption may have been due to an occlusion or air block in the platelet line within the centrifuge that disrupted the steady state of the system. Additionally, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to likely be a result of an escape of wbcs from the lrs chamber during collection. Based on the signals, it cannot be ruled out that this disruption may have been due to an occlusion or air block in the platelet line within the centrifuge that disrupted the steady state of the system. Additionally, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.